Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical product - unknown bi-metric collarless stem, unknown stanmore cup. Hughes r.e., batra a., hallstrom b.r. (2017) "arthroplasty registries around the world: valuable sources of hip implant revision risk data.", current reviews musculoskeletal medicine (2017) 10:240¿252, https://www.ncbi.nlm.nih.gov/pmc/articles/pmc5435639/. The purpose of this paper is to briefly describe arthroplasty registry concepts, international registries around the world, us registries, and provide a parsimonious summary of total hip arthroplasty (tha) implant revision risk reports across registries. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01156 and 3002806535-2017-01157.

Event description:
It has been reported in a journal article that 394 bi-metric collarless stem and stanmore cup(hybrid implants) revisions from the (B)(6) joint registry for the past 10 years. Attempts have been made to retrieve additional information on the reported events, however no information has been made available.